Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test (self-test and priming) was performed and no abnormality was observed. Under water pressure test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the heater line of the homechoice cassette and solution bag. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 59 (units not specified). Should additional relevant information become available, a supplemental report will be submitted.